Manufacturer narrative:
H10 - one new list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# 4461372.the single new ch2000s-c spinning spiros was pressure leak tested and the new assembly met pressure leak expectations outlined in the product performance specification. The complaint of leakage was unable to be confirmed. The spin feature of the single new ch2000s-c spinning spiros was evaluated and the spin feature met functionality expectations outlined in the product performance specification. The complaint of disconnect could not be confirmed. The device history review for lot 4461372 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. D10 - date returned to MFR - august 14, 2020.

Manufacturer narrative:
The device is expected to be returned. The device is not yet received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that disconnected from the distal end and leaked cytarabine or cisplatin, at variable times for 6 doses, some happening at the beginning and some toward the end of infusion. A bd alaris buretrol was spiked into an IV bag, then a spiros was connected to the distal end of the tubing set. The chemo was primed by the pharmacy in a chemo hood. The rotating collar came loose and the spiros became detached from the distal slip tip end of the buretrol tubing during chemotherapy infusion. The spiros stayed secure to the patient¿s access and when the buretrol line came loose, the patient bleed from the back end of the spiros opening. There was a report of sufficient blood loss, although there was no adverse event or patient harm reported. The chemotherapy drug came into contact with the patient, patient¿s family, and healthcare worker. The hospital staff cleaned per protocol immediately upon notification. There was patient involvement and delay in therapy as medications had to be stopped during spill and re-doses and re-prepared, which added an additional day of therapy for the patient. This report captures the third of six events.